Manufacturer narrative:
Results: device catheter. Conclusions: device catheter. (B)(4).

Event description:
Physician attempted to deploy integrity rx (3.5x26 mm) stent at mid rca using direct stenting. After dilating twice, sds was slightly pulled back to proximal and was dilated 1 time. The stent appeared longer under cag image. Ivus (view it) confirmed that the stent length was over 30mm. No abnormalities noted on the device prior to use. No resistance experienced when the protective hoop/sheath was removed. It was reported that no health hazard was caused to the patient. Evaluation summary: the stent remains deployed and the delivery catheter was not returned for investigation. Procedural images were provided for review. It appears that during proximal movement of the delivery catheter post deployment, the catheter may have caught on the newly deployed stent resulting in longitudinal deformation.